Manufacturer narrative:
Continuation of d10:  product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date; explant date product ID l-evolutfx-2329 (lot: 0012494692); product type: 0195-heart valves; implant date: non-implantable device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the transcatheter aortic valve evfxplus-26 in a patient with a pre-existing non-medtronic surgical aortic valve and a horizontal root angle, positioning difficulties occurred during the attempted deployments. During the second deployment attempt, the valve dislodged. Following that attempt, the valve could not be advanced back through the surgical valve. The implanting physician attempted to change the guidewires to facilitate valve positioning but ultimately returned to the original wire without success. An external sheath was repeatedly inserted each time the catheter was removed. Due to these challenges, a valve was not deployed. A 30-minute procedural delay was reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that pre-dilation was not performed because the physician felt the valve area and gradient did not warrant one. A non-medtronic guidewire was first used, and then the guidewire was switched to a double curve non-medtronic wire.